Event description:
A device of same model was being utilized for a pt undergoing a cardioversion procedure. Reportedly, the defibrillator would not discharge energy to the pt when the quick-combo pacing/defibrillation adapter discharge switches were pressed. (Reference medwatch report 3015876-2000-00429). This device was then connected to the pt through the same adapter. This defibrillator was charged but reportedly discharged only after the adapter switches were pressed 4 times in succession. The pt ECG was successfully converted. The reporter stated there were no adverse effects to the pt.